Event description:
A malfunction was reported when the customer noticed the pump became hot to touch, although no temperature alarms were recorded, and the pump was charging at that time using tandem supplies. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump and instructing the customer on storage mode procedures and return shipping of the problematic pump. The customer was advised to continue using the current pump for insulin delivery until the replacement was received.